Manufacturer narrative:
Device still implanted.

Event description:
Through the (B)(6) registry, the manufacture was notified on (B)(6) 2016 that a perceval 27/xl was implanted on (B)(6) 2016 and on (B)(6) 2016, the patient experienced adverse events of arrhythmia and conduction disorder related to the device. Intervention was required and a pacemaker was implanted on (B)(6) 2016.

Manufacturer narrative:
The complete manufacturing and material records for the perceval heart valve, (B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval heart valve at the time of manufacture and release. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. (Dawkins et al., 2008) without information on the preexisting condition in the patient, the root cause of this issue cannot be determined. Section was updated.

Event description:
The patient was discharged on (B)(6) 2016.